Event description:
The user facility reported that the instrument broke while in contact with the patient. One of two pieces of the broken instrument could not be located, which led to an x-ray being taken. The patient underwent a laparotomy and both pieces were retrieved. Only one of the broken pieces was returned with the instrument. Both pieces were sterilized and confirmed by color change on the pouch and wrapping tape. Additional information has been requested of the user facility concerning the patient and the circumstances of the event.